Event description:
Reportedly, during the treatment to a cto lesion at left sfa, when physician attempted to cross the lesion, the guidewire distal end was caught by the lesion. During further manipulation to the guidewire, distal end was broken off. Lesion was treated by additional balloon dilation and stenting. The separated fragment was fixed against his vessel wall by the stent deployed in the lesion.

Manufacturer narrative:
Coil wire was broken at approx. 13mm and core wire was broken at approx. 5mm from tip end respectively. Microscopic observation revealed the trace of torsion and separation at the core breakage site. Lot history review revealed the guidewire was inspected meeting the shipping criteria during the production process. No other incident report has been received for this lot. With the provided information and investigation outcomes, it is inferred that the rotational and/or push-pull manipulation was given to the guidewire of which distal end was trapped by the cto lesion, core wire was broken due to accumulated force that exceeded the product design limit, coil wire was stretched and broken along with removal.